Event description:
A malfunction was reported with a pump, where the screen was dark and would not turn on, accompanied by a blinking red led around the button. There was no adverse impact on the customer¿s blood glucose level. Technical support instructed the customer to attempt various troubleshooting steps, which led to the pump screen turning on after a reboot attempt. Since the malfunction persisted without a known error code or fault ID, technical support decided to replace the pump. The customer was informed about the pump¿s updated software, provided instructions on placing the pump into storage mode, and instructed on returning the pump to avoid charges. They were also advised to use multiple daily injections as a backup therapy until the replacement, which was shipped without a signature requirement. The customer acknowledged all instructions and confirmed understanding.